Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and blood glucose level was 40 mg/dl. Customer¿s blood glucose level was. Customer's other relevant blood glucose 59 mg/dl and ended up checking it later, it was up to 78 mg/dl or 53 mg/dl. Customer other relevant blood glucose level was 63 mg/dl and 100 mg/dl. Customer was thirsty as a result of high blood glucose. It was also reported that the insulin pump had keypad anomaly, numbers are not ramping on their own and scroll bar was not moving with no input however all buttons was unresponsive and button was not unresponsive during an easy bolus attempt. Customer was advised to remove battery from insulin pump and replace with a recommended new or fully charged aa battery. Customer stated the buttons are responding now. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.